Event description:
An endurant ii aorto-uni-iliac stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. The patient had heavy calcium at the level of the renal arteries. It was reported that, during the index procedure, the physician intended to land the stent graft approximately 1 cm distal to the renal arteries. When the physician pulled the endurant ii stent graft down, it eventually settled below the calcium. However, the calcium constrained the suprarenal stent and it did not fully deploy. The physician was unable to move the delivery system or stent graft proximally or distally. The physician elected to perform the rear handle disassembly technique. However, the physician was still unable to move the stent graft proximally or distally. The physician then attempted to balloon the calcified area without success. The physician advanced the 18fr sentrant sheath covering the delivery system and into the distal end of the aui stent graft. The physician then elected to advance the delivery system graft cover into the body of the stent graft. After advancing the graft cover, the delivery system was able to be advanced proximally into the aorta and the tapered tip was able to be recaptured. The physician then successfully removed the delivery system from the patient. Per the physician, the cause of the event was due the patient anatomy of small vessels and heavy calcification. One day post index procedure, the patient had bloody stools. The physician elected to remove the transverse colon. Per the physician, the cause of the event was likely due to an embolization that occurred from the index procedure. No additional sequelae were reported and the patient is fine.

Event description:
Additional information was received as follows: the physician stated the bowel twisting was not related to the device or procedure, it was due to the twisting of bowel in the area of the anastomosis which caused the bowel to infarct.

Event description:
Additional information was received as follows: it was reported that the patient expired due to a bowel infarct. The bowel had twisted 180 degrees and was the cause of the infarct. No additional clinical sequale were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.